Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the merlin.net transmission revealed t-wave oversensing due to programming. Far-r oversensing and episodes of mode switch were also observed on the atrial channel. Programming changes were recommended and will be made during patient's next follow-up. The patient was stable.